Event description:
The hcp reported, the patient showed "meningeal signs and symptoms" associated with infection. A csf culture was obtained and confirmed identification of the organism, "serratia marcescens". The patient was treated with IV antibiotics, the infusion system was completely explanted and the infection was reported to have resolved. See manufacturer report # 6000030200700379.